Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead had automatically switched to unipolar pacing a few months backs. During a recent check-up the lead had evidence of noise during isometric testing and a pacing impedance above 3000 ohms when programed to bipolar. The lead was reprogramed to unipolar mode as impedance had a normal range and was stable. Patient was referred for a chest x-ray and will follow up with primary physician. No adverse patient effects were reported.